Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16jan2020.

Event description:
The customer reported unit is not functioning with battery back up. The service technician confirmed the reported issue and found the power management board defective. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: 20mar2020. B4: 24mar2020. The service technician confirmed the power management board was replaced and the issue resolved, ventilator is working fine. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.